Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5064242, model/catalog description: infinion cx lead kit, 50 cm. The explanted devices were not returned to bsn as they were discarded by medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein leads were replaced. The patient was doing well postoperatively.